Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Lot number was not provided so device history record review cannot be performed. Additional information has been requested but not made available. Unknown device disposition.

Event description:
Legal: it was reported that patient was diagnosed with a right distal femoral valgus and underwent an opening wedge osteotomy on (B)(6) 2004. Operative report noted that as the surgeon approached the medial side, the distal aspect of the osteotomy was found to have fractured to the medial cortex. An arthrex ar-13100-17.5, femoral opening wedge osteotomy 17.5 mm plate was implanted to repair the osteotomy. Three arthrex ar-13303-2.4, osteotomy guide pins 2.4mm were also used. In addition, numerous screws from another manufacturer were used during the (B)(6) 2004 procedure. On (B)(6) 2005 patient underwent a revision surgery by another surgeon due to significant right distal femur non-union. Operative report notes this was confirmed by CT. During the revision surgery the arthrex plate from the (B)(6) 2004 procedure and all screws were explanted. The procedure was completed using another manufacturers product.